Event description:
The laser system displayed a low power error and use of the laser was discontinued. We are unaware about pt injury.

Manufacturer narrative:
We are awaiting for additional info by distributor.